Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during pars plana vitrectomy (ppv) surgery, an ophthalmic system vitrectomy cutter was not cutting towards the end of procedure. Surgery was completed without any problems. There was no patient harm.